Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd viper¿ lt system false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.

Event description:
It was reported that while using bd viper¿ lt system false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
Investigation: a failure of discrepant test results was reported on a viper lt instrument (p/n 442839, s/n (B)(6)). The customer reported discrepant test results that could not be replicated upon retesting. Bd field service requested log files for review and addressed the initial complaint on a subsequent work order. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(4) is not needed due to the age of the instrument. Service history for (B)(6) was reviewed. This issue was resolved through another complaint by lid level adjustment. The root cause is unknown. No confirmed complaint trends reached the action or alert levels and no new risks/hazards were identified during the investigation of this complaint. Bd quality will continue to closely monitor for trends associated with this complaint.